Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the device of the patient was exposed. There were no additional adverse patient effects reported. As of this time, this rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.